Event description:
During an implant procedure, a high capture threshold and p wave amplitude variation were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of inadequate capture and p-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. X-ray examination revealed that the inner coil at the connector region was over-torqued, which is consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.